Event description:
The fe reported the patient information was found, but the damages could not be retrieved. (Data loss). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.